Manufacturer narrative:
(B)(4). Date sent: 7/29/2024. B3: exact event date unk, entered 1/1/2024 as only the year was provided. D4: batch # unk d4: UDI: as the serial number for the device involved in the event was not provided, the full UDI is currently not available. An analysis of the product could not be performed since a physical sample was not received for evaluation. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformance were identified. Additional information was requested and the following was obtained: how was the post-op bleeding identified? Enterragia what was the total estimated blood loss (ml)? Input hb 14 control hb 6 was a transfusion required? Yes, 8 bags of red blood cells how was the bleeding addressed? First, clinical control was attempted with suspension of anticoagulants, measures to prevent dvt, use of transamin and control of hb, but without success the patient underwent laparoscopy. What was the pre and postoperative anti-coagulant and pain management protocol? Enoxaparin 40mg subcutaneously 6h after surgery, dipyrone 1g 6/6h was the bleeding intraluminal or extraluminal? Intraluminal were there any clips, clamps, or graspers near the area where the device was being fired? 1 clip was used to aid intraluminal hemostasis in the entero anastomosis stapling line. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during a sleeve surgery was performed using the stapler, with loads, where after two days the dr reported that the patient had a bleeding in the post surgery, being controlled and not requiring reproach. After two days post-surgery, the doctor reported that the patient had a bleed, which was controlled and there was no need for re-approach.